Event description:
Patient reported that the lancet does not fully retract inside of the softclix lancet device after firing. No unintentional puncture was reported. Technical support requested the return of the suspect product and replacement product was shipped.